Event description:
The pt was revised because of osteolysis, wear of the insert, loosening of the stem with a fracture of the femur.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.